Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, incomplete-interrupted cycle. Additional information was requested and the following was obtained: just to clarify were the staples protruding from the cartridge when trying to close the device on the renal vein? Yes, as the surgeon said was the staple retaining cap in place while loading the cartridge into the stapler? I¿m not sure, but usually the scrub nurses follow the direction of use correctly was the device eventually closed? If yes, was the device able to be fired? No, not closed. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)?1st what color cartridge was being used? White was buttressing material utilized? If so, which product? No, not used the analysis showed that the atw45 device was received in good visual condition and with a tr45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Event could not be confirmed as the device opened and closed without any difficulties noted. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a donor nephrectomy procedure, the surgeon introduced the atw45 to the renal vein. He tried to close the jaw, but it took a lot of power to close the jaw even didn't closed correctly. Meanwhile, he found some of the staples went out so that some of the staples were stuck on the surface of vein. He removed the atw45 carefully, picked out the stuck staples from the surface of vein, and used another stapler to continue with the procedure. The patient is doing well.